Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited what appeared to be diaphragmatic oversensing resulting in 5 seconds of pacing inhibition. It was noted the lead measurements are stable. Technical services (ts) discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.